Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the saphenous vein graft to posterior descending artery. The nav6 embolic protection system was advanced and deployed at the target lesion without issue. The lesion was pre-dilated with a nc balloon catheter followed by use of a shockwave device. A 4.0 x 23 mm xience skypoint drug eluting stent (des) was successfully deployed and then post-dilated with no noted issues. A non-abbott stabilizer guide wire was advanced as a buddy wire for a second lesion; however, it became stuck in the calcium and entangled with the nav6 barewire and the implanted xience skypoint stent. The nav6 retrieval catheter was advanced; however, could not advance past the implanted xience skypoint stent struts, and the stent was noted to become damaged. Therefore, the stabilizer wire, filtration element, barewire, and the implanted xience skypoint stent were stuck and could not be removed. The patient was sent for surgical removal of the devices. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, based on the reported information, the reported difficulties appear to be related to circumstances of the procedure. The entrapment of the barewire and filter was due to advancing a non-abbott stabilizer guide wire as a buddy wire for a second lesion alongside of the barewire resulting in entrapment of the barewire and filter and causing damage to the implanted xience skypoint stent during the attempt to remove with the retrieval catheter. As a result, surgical intervention was required to remove all the devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 correction: health effect - clinical code 2687 removed; 4582 added. Medical device problem code 2524 added.

Manufacturer narrative:
-H6 - medical device problem code 1494 was added. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported that the emboshield nav6 was used in the saphenous vein graft to posterior descending artery. It should be noted that product instruction for use states that the product is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries and while performing atherectomy, during standalone procedures or together with pta and/or stenting in the lower extremity arteries. In this case, it could not be determined if using the nav6 off-label caused or contributed to the reported difficulties. In this case, based on the reported information, the reported difficulties appear to be related to circumstances of the procedure. The entrapment of the barewire and filter was due to advancing a non-abbott stabilizer guide wire as a buddy wire for a second lesion alongside of the barewire resulting in entrapment of the barewire and filter and causing damage to the implanted xience skypoint stent during the attempt to remove with the retrieval catheter. As a result, surgical intervention was required to remove all the devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the saphenous vein graft to posterior descending artery. The nav6 embolic protection system was advanced and deployed at the target lesion without issue. The lesion was pre-dilated with a nc balloon catheter followed by use of a shockwave device. A 4.0x23mm xience skypoint drug eluting stent (des) was successfully deployed and then post-dilated with no noted issues. A non-abbott stabilizer guide wire was advanced as a buddy wire for a second lesion; however, it became stuck in the calcium and entangled with the nav6 barewire and the implanted xience skypoint stent. The nav6 retrieval catheter was advanced; however, could not advance past the implanted xience skypoint stent struts, and the stent was noted to become damaged. Therefore, the stabilizer wire, filtration element, barewire, and the implanted xience skypoint stent were stuck and could not be removed. The patient was sent for surgical removal of the devices. There were no adverse patient sequela nor clinical delay. No additional information was provided.